Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was in the 40 mg/dl to 60 mg/dl range and was 83 mg/dl at 5pm. The customer had been taking carbohydrates. They also had been experienced high blood glucose level and had a surgery 3 months ago. The customer did not wish troubleshooting the insulin pump. The insulin pump will not be returned for analysis.